Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged during a routine check up. Thus, this lv lead was explanted and a new lv lead was implanted. The lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided